Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), h4 (device manufacture date). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hematuria was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of hematoma/access site adverse event was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product & data were returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71 year old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with scai shock stage b) underwent percutaneous placement of an impella cp device (sn (B)(6) via the right femoral artery on (B)(6) 2026 at 11:26 am. During support, the patient was noted to have hematomas around the femoral access site and intermittent hematuria. This complaint involves an impella cp device used for temporary mechanical circulatory support in a patient with cardiogenic shock, with reported access site bleeding and hematuria during support. Based on the information available, the event is consistent with an access related bleeding complication. There is insufficient information to attribute the bleeding directly to the impella device or to identify a confirmed device malfunction. The patient survived, the device functioned through explant without confirmed failure, and the device was not removed due to a failure mode. The device will not be returned: device involvement cannot be fully assessed without product evaluation and device return. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.